Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customers blood glucose was 440 mg/dl. A correction bolus was delivered to address bg level.